Event description:
It was reported that the patient died on (B)(6)2010, due to kidney failure. A family member reported that the pump was removed on (B)(6)2010 because the patient was too ill to manage the infusion set changes and the family member was not trained to perform this task. There is no implication that the pump caused or contributed to this patient's death.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. According to the pump history, the last bolus was delivered on (B)(6)2010 at 5:13 pm.